Event description:
Procedure type: lap hernia repair. According to the reporter: both pieces of the plastic lens on tip of visiport broke off into the pt and were retrieved.

Manufacturer narrative:
(B)(4)